Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) found damaged tubing at the reagent probe and replaced it. The fse confirmed that the analyzer was within working specifications. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys ft4 iii assay, elecsys tsh assay, elecsys vitamin b12 immunoassay, and elecsys prolactin assay results for 13 patient samples on a cobas e 801 analytical unit. The initial results were questioned as they did not match the patients' clinical pictures which prompted the customer to repeat the samples. Refer to the attachment to the medwatch for all patient data. The ft4 reference range was requested but not provided.